Manufacturer narrative:
During a follow-up email on (B)(6) 2017, the clinical diabetes specialist (cds) assisted the customer with the load process and the customer was able to load a new cartridge successfully and resume pump therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridge. Initially, the customer reported filling the cartridge with 100 units of insulin. The customer's blood glucose level was reported to be 262 mg/dl, which was addressed with a manual injection. It was confirmed that the customer will consult with clinical diabetes specialist and would use manual injections as alternate insulin therapy.